Event description:
The customer reported that the alarm lamp lit, but there was no alarm sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.